Event description:
During an atrial fibrillation procedure, connection issues with the amplifier resulted in a procedural delay. The ablation catheter cable was plugged in, and it was noted that contact force information was shown but no other ablation data would display. The ablation catheter cable, ampere connect cable, ampere unit, ablation catheter, and tactisys unit were all exchanged with no resolution. It was reported that the ampere connect port on the front of the amplifier was loose. The amplifier was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. The field reported event was able to be duplicated by ic short testing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the ablation generator port of the front plane assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.